Manufacturer narrative:
Correction of product code from qla to qky based on FDA feedback.

Manufacturer narrative:
Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (sdss), and provided a link to faqs for hcps as well as suggesting airing out the masks prior to use. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported their face burns when wearing the decontaminated masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.